Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had repair work following periodic inspection. Additional details have been requested. We are considering this case to be an unknown defibrillator issue. No patient involvement.

Event description:
It was reported to philips that the device had a broken display found during servicing. The serial number has been updated from (B)(4) to (B)(4).